Event description:
It was reported that the insulin pump had a blank screen and long, continuous tone. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump had a frozen display followed by a constant tone due to a problem with the lcd board. No blank display or missing segments noted.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.